Event description:
In 2008, the patient reported that she noticed moisture in the cartridge compartment of her infusion device today. She stated that she inspected the insulin cartridge and it did not appear to be cracked or damaged. She stated that she does not attach the adapter or infusion tubing to the insulin cartridge prior to insertion into the infusion device. She was advised to do so. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.